Manufacturer narrative:
The rapid infuser was returned for investigation and was tested using our standard operating procedures. We were unable to confirm the report of high pressure or temperature alarms; the unit performed according to our specifications upon receipt. In the event that the rapid infuser recognizes a situation that is compromising effective infusion, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. The manufacturing records for this serial number were reviewed and nothing notable was observed. It was reported that the rapid infuser was not attached to a patient at the time of the incident. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
The rapid infuser has been returned to belmont for evaluation. Evaluation of the unit is in process; a follow-up report will be submitted. In the event that the rapid infuser recognizes a situation that is compromising effective infusion, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. It was reported that the rapid infuser was not attached to a patient at the time of the incident. A follow-up report will be submitted upon completion of the investigation.

Event description:
Belmont's distributor received a complaint from the user facility and relayed the following report: "repeated instances of 'high pressure detected' and 'temperature alarm' even when not being used. Our engineer has assessed it and found the following: customer has had repeated temperature and pressure sensors, even when the unit has not been in use (set inserted, but not running). Unreported until now. Unit recently sent to getz ((B)(6) 2020) for error 101 and passed warranty pm with no issues."